Manufacturer narrative:
The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. A review of the manufacturing records could not be performed as the lot number was not available, as such no UDI number was available. The date of implant and events are estimated as actual dates were not provided. It is not known if this event has been previously reported. Complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: dissection.

Event description:
The patient referenced in this event file is enrolled in a collaborative society for vascular surgery vascular quality initiative (svs vqi) dissection project. The purpose of this post-approval surveillance, using the svs vqi registry, is to obtain data that can be used to refine the selection of, and treatment strategy for patients with type b aortic dissections managed through endovascular graft repair. Specifically, this surveillance project evaluates the short- and long-term clinical performance of endovascular grafts for the treatment of type b thoracic aortic dissection, following premarket approval. Multiple manufacturers are participating in the svs vqi dissection project and the below information involves a patient treated with an endovascular gore® device. It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2017, a patient underwent emergent endovascular treatment of ruptured (malperfusion) acute dissection extending from zones 3 to 14. The tevar indication was malperfusion and rupture in zone 9. One conformable gore® tag® thoracic endoprostheses (tgu343420) were implanted within zone 2 and extending distally into zone 5. The left subclavian artery (lsa) was intentionally partially covered. The patient received 2 units of blood during the procedure. Post treatment, they were all reported to be patent. No complications were reported for the patient. The patient tolerated the procedure and was discharged to the rehabilitation unit on post operative day (pod) 12. The patient underwent follow up visits on unknown post operative day(s) pod(s): 26 and 469. On an unknown follow up date, approximately pod 166, the patient underwent re-intervention to treat an extension of the dissection. An additional device (unknown) was implanted to successfully treat the dissection. Further investigation was not possible as this is a double blind study and identifiable data as to site(s), physician(s), patient(s), device(s) and/or specific date(s) are not being provided.